Event description:
During the surgical procedure, while being removed through the laparoscopic port, the raytec sponge shredded. The field was visually inspected and no fragments were found to be retained in the patient.